Manufacturer narrative:
Additional narrative: it is unknown when devices malfunctioned; some time between (B)(4) 2022. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (Once explanted) device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation surgery for the distal clavicular of right fracture with the plate and screws in question. The surgery was completed successfully without any surgical delay. On (B)(6) 2022, several malfunctions were observed in outpatient follow-up examination as follows. The right clavicle has obvious tenting. It was confirmed by computed radiography (cr) image that two screws inserted into the distal bone fragment were broken. Those lot or size could not be identified. Two other screws inserted into the distal bone has backed out. The plate has been dislodged. The patient has no subjective symptom. A revision surgery will occur but it is not known if it has been completed. This is report 5 of 9 for (B)(4). This report is for a locking screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product#: 04.211.014ts lot #: 8l98423 release to warehouse date: 17 jan 2022 manufacturing site: werk selzach expiration date: 01 jan 2027 suppliers: früh verpackungstechnik ag non-sterile part # 04.211.014 non-sterile lot # 582p764 manufacturing site: werk selzach release to warehouse date: 29 dec 2021 supplier: synthes USA hq, inc the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the va lockscr ã¸2.7 he 2.4 self-tap l14 tan was broken from the neck between the head and shaft of the screw, fragments were returned. A dimensional inspection for the va lockscr ã¸2.7 he 2.4 self-tap l14 tan was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the vva lockscr ã¸2.7 he 2.4 self-tap l14 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.